Manufacturer narrative:
Correction: ¿b3 - date of event¿: in earlier report, estimated date of event was inadvertently omitted and has been entered.

Manufacturer narrative:
The report event of lead breakage was confirmed. As received, visual inspection showed the returned lead found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
¿Date of event¿ is estimated.

Event description:
It was reported that the patient experienced ineffective therapy and the lead was fractured. As a result, surgery occurred during which the lead was explanted and replaced to address the issue.